Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14362. It was reported that the patient presented in clinic for routine follow up. Upon investigation, atrial noise was noted the right atrial (ra) lead. One episode of right ventricular noise that caused pacing inhibition was also noted on the right ventricular (rv) lead. The rv noise appeared to look like electromagnetic interference. The physician elected no intervention was needed. The patient was stable and would be monitored.